Event description:
The manufacturer received information from a third party service center alleging a ventilator would not operate on ac power. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.